Manufacturer narrative:
Product analysis # a visual review of the returned implant identified that portions have been broken. Microscopic examination of the inserter interface identified damage to the threaded hole area and deformation on the top face, and fracture on one side around the inserter tang interface, consistent with significant impact and torsional loading. Microscopic examination of the fracture surface of the broken portions of the implant identified a fracture with rays emanating away from the area of crack initiation, consistent with brittle overload. The observations are consistent with impaction overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of lumbar spinal canal stenosis. It was reported that the sleeve of the sleeve inserter came off while inserting the cage and an attempt was made to insert the cage without the sleeve, but it did not proceed. It couldn't remove the cage, so the cage was destroyed by instrument of hospital and removed. All the visible parts were removed, but it was unknown if there were any remains. At the time of inserting, the cage was inserted with the hand on the sleeve shaft (there was no interference from muscle, iliac, etc). Originally, it was tight when a trial of the same size was inserted. After the removal, the intervertebral disc curettage was performed again, and procedure was restarted from the cobb, and the placement was completed without any problem with the same inserter. There were no patient symptoms or complications as a result of this event.